Event description:
A discordant, falsely elevated sodium result was obtained on one patient on an advia 1800 instrument. The discordant result was not released to the physician(s). The sample was repeated on an alternate instrument and the repeated result obtained was reported to the physician(s) as the corrected result. There are no reports of patient intervention or adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument and instrument data, the cse replaced the ion selective electrode seals, checked instrument alignments and successfully ran qc. The cause of the discordant sodium result was unknown. The instrument is performing within specifications. No further evaluation of the device is required.